Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted via voluntary event report on (B)(6) 2016, to report a patient that experienced an infection on site of placement from the dexcom continuous glucose monitor (cgm) that occurred on approximately (B)(6) 2015. Date of issue and date of medical intervention is an estimate based off of information that was provided. Patient had noticed redness on site of placement. Patient's primary care physician (pcp) informed her that the area is infected. Patient was placed on an antibiotic on approximately (B)(6) 2015, for redness and infection at insertion site. Patient discontinued use of the cgm. Patient was using dexcom for type 1 diabetes mellitus. It was further reported that the event abated after use was stopped. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).